Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up with symptoms of dizziness. Interrogation showed their right ventricular (rv) lead was over-sensing noise causing pacing inhibition. The rv lead was explanted and replaced. The patient was stable throughout.